Event description:
The device was found in a back-up mode and was successfully reset. The pt is unaware of any sources of emi or medical procedures leading to back-up mode. At that time, it was recommended that the device be explanted and returned for analysis. On (B)(4) 2012 - this device was returned.

Manufacturer narrative:
Upon receipt, the ICD was interrogated revealing the battery status mol1. The device was implanted for (B)(6) months and 13 charging cycles were recorded to the device memory. The memory content of the device as well as the device data from (B)(6) 2012 returned for analysis were inspected. The inspection revealed that invalid memory content was detected by the device on (B)(6) 2012. Therefore the device switched into the safety backup mode. In general, the device is equipped with the ability to automatically detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the pts safety. While in this safety program, the ICD is capable to deliver anti-bradycardia and anti-tachycardia therapies. Upon interrogation a device status error message appears to notify the physician. However the activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. Next, the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the clinical observation resulted from the automatic detection of invalid memory content. Therefore the device switched into the safety backup mode to assure the pt's safety. After the deactivation of the safety backup mode, the device proved to be fully functional. There was no indication of a material or manufacturing problem.